Event description:
It was reported that during a scheduled removal of the filter, the filter was discovered to have moved caudally 1 vertebral body. In addition, the filter was tilted-the apex was in the osteum of an accessory vein, and half of a leg was found to be fractured and endothelialized in the cava wall. A snare was used to remove the detached leg via the jugular. There were no intervening procedures performed after the filter was placed. There was no clot in the filter. The filter was removed successfully.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample consisted of the filter only. The leg was broken off at approximately 22mm from the proximal end of the sleeve. The fractured leg section had two bends. One that was part of the design and one that was not. The bend that was not part of the design was located 16mm from the bottom of the hook. It could not be determined if this bend was created when the fractured leg was snared. The filter wires were measured and found to be within specification. The result of the investigation is confirmed for fractured leg. The definitive root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. The removal of the filter is considered to be an off label appplication of this device. This filter is currently indicated in the us as a permanent placement filter.